Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a connection issue occurred. The target lesion was located in the mid left anterior descending artery (lad). The opticross hd imaging catheter was selected for use. However, there was an abnormal connection between the machine and the motor. The procedure was not completed due to the same device was unavailable. The patient was stable following the procedure. It was further reported that the imaging procedure was not cancelled, and that the patient underwent the planned stent implantation. A different device was used to complete the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscopic inspections revealed saline solution residues on the catheter code pcba (ccp) board assembly. A functional test was performed using the motor drive unit (mdu) and ilab system. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing.

Event description:
It was reported that a connection issue occurred. The target lesion was located in the mid left anterior descending artery (lad). The opticross ic imaging catheter was selected for use. However, there was an abnormal connection between the machine and the motor. The procedure was not completed due to the same device was unavailable. The patient was stable following the procedure. It was further reported that the imaging procedure was not cancelled, and that the patient underwent the planned stent implantation. A different device was used to complete the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a connection issue occurred. The target lesion was located in the mid left anterior descending artery (lad). The opticross hd imaging catheter was selected for use. However, there was an abnormal connection between the machine and the motor. The procedure was not completed due to the same device was unavailable. The patient was stable following the procedure.